Event description:
It was reported that the patient¿s second stimulator was implanted in 2002. Two months after implant, it ¿quit working,¿ and was not hitting the area it needed to hit. The implantable neurostimulator (ins) was in for a couple years but not doing any good. The ins was explanted three to four years ago. The patient reported the healthcare provider (hcp) could not remove the strip; and the leads because it had adhered to the dura matter, leads were coiled and still implanted in patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3998, lot# la9320, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension.